Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room for inappropriate shocks due to noise. Noise was reproducible with arm movements. Clavicular crush was suspected. The lead was capped and replaced without any complications.